Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) tip was separated, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip was analyzed and found to be dislodged. The retaining tip cover was found to be dislodged from the blade tips. The components were placed together and installed onto an in-house instrument for testing. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The tips opened and closed with no issues. The mcs tip was further evaluated by advanced failure analysis and the initial failure analysis were confirmed. The retaining cover was dislodged from the inner scissor blade subassembly of the accessory. An inspection of the retaining cover found damage at the area external to one of the bayonets. The failure is typically attributed to mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors (mcs) tip was separated, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information becomes available. This is considered a reportable event due to the following conclusion: it was alleged that the mcs tip fell inside the patient 's cavity during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the separation to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip was separated from the mcs instrument and fell into the patient¿s anatomy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip were inspected prior to use with no damage observed. When the customer used the instrument for over an hour to dissect the tissue, the mcs tip broke and fell into the patient. The piece was retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure or post-operative tests were performed. It was unknown what caused the event to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Neither the instrument nor cannula had other damage after the event occurred. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was delayed for 10 minutes and completed robotically with another mcs tip.